Manufacturer narrative:
Product ID 8711, lot# n108247004, implanted: 2007 (B)(6); product type catheter product ID 8711, lot# n108247004, implanted: 2007 (B)(6); product type catheter. (B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
It was reported that the pump was replaced due to ¿eol¿ (end of life). It was further reported that the pump was close to end of battery life-¿battery not depleted¿. It was noted there was an inability to aspirate fluid, and diagnostic results noted ¿free flow of csf" (cerebrospinal fluid) on 2014 (B)(6). The etiology was noted as related to device or therapy. The patient outcome was resolved without sequelae as of 2014 (B)(4). The pump was being used to deliver baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.